Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager repeatedly failed after recovery. A field service engineer fse investigated the complaint and had customer access the refrigerator through the remote manager but unable to recreate the failure. Upon inspection, the latch connections were found to be contaminated, so the fse replaced the entire latch and the wiring harness as well. Normal operation was verified using the hardware test application latch test and normal user access was confirmed through the med application and inventory count. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager repeatedly failed immediately after recovery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.